Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: juxtarenal aneurysm (3.3 cm diameter at renals); > 90 degree angulation of rcia; dual angled aortic neck (42 [neck] and 80 [neck to bifurcation] )degree angulations). Cautionary product use conditions that might have contributed to this event included moderate/severe calcifications along the aortic system. Patient factors that might have contributed to this event included the use of antiplatelet therapy due to the increased risk for bleeding complications. Prior to the repair, there was evidence to support the reported cerebral vascular accident during the diagnostic CT scan; the patient suffered a frontal lobe infarct, which resulted in right arm weakness. One month post implant, there was evidence to support: partial stent collapse of the aortic cuff (24 x 7 mm) and a stent graft event of an unusual strut position of the bifurcated stent graft superior margin. The sac was stable, and there was no evidence of endoleak at this time, although the corrected angle of blood lumen remained greater than 60 degrees. Thirty two months post implant, there was evidence to support a type iiia endoleak of the aortic cuff. There was poor stent apposition and stent of the cuff and the leak occurred near the superior stent margin of the bifurcated stent. The final patient disposition could not be established due to lack of information. The secondary procedure was confirmed and there appeared to be technical success; the infrarenal stent appeared to exclude the aneurysm. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined due to off label use of the device and patient factors.

Event description:
It was reported that approximately 32 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up, and a computed tomography (CT) scan revealed the patient had an endoleak. The patient was reported to have had a stroke during his CT scan and the physician wants to wait until (B)(6) 2015 to perform the secondary intervention.